Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511 trocar tip made internal cut due to shield not closing in abdomen quickly enough. Another instrument was used to complete the case.